Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12i14016 and h12j07043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 5. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering.